Manufacturer narrative:
Reported event of electronics performance indicator was not confirmed. The device was at elective replacement indicator (eri) level upon. Analysis of device image and session records indicated no abnormal vorlage drop. Device operated with autocapture was enabled during implant period. When automatic settings are programmed, such as autocapture, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis did not find any anomaly on device, voltage is at eri. Longevity assessment was performed, and implant duration exceeds total projected longevity, indicating normal battery depletion.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The patient was stable throughout.